Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat in-stent restenosis in the right coronary artery. A strut from a previously implanted stent was protruding into the center of the vessel and when the 3.0x15 mm trek balloon dilatation catheter (bdc) was inflated once to 10 atmospheres for 30 seconds, the balloon ruptured. There were no adverse patient effects. Prior to use, the catheter was soaked in saline. The device was prepped (air aspiration) outside the anatomy prior to use. No resistance was met when protective sheath was removed. No resistance was met during advancement. No resistance was met during removal. There was no reported clinically significant delay in the procedure. No additional information was provided.